Event description:
The recipient reportedly experienced a bone infection that resolved and then recurred. The recipient presented with discharge. On (B)(6) 2019, the recipient was prescribed keflex for 1 week. On (B)(6) 2019, the recipient was advised to use over the counter topical hydrocortisone cream. The recipient's medical issue resolved.

Manufacturer narrative:
The recipient reportedly experienced a superficial skin infection secondary to pressure issues. The recipient did not experience a bone infection.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.